Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) mid procedure that the integrated electrosurgical unit (iesu) generator activation has been interrupted due to error c-34 and m-11. Bipolar was working but monopolar was not. Prior to calling, the customer changed out the instrument energy cable and the instrument as well as restarted the generator with no change. The tse had the customer ensure the power cord was plugged directly into an outlet. A hard power cycle on the system, and the generator was performed with no change. The customer has an external generator, but they were unable to locate the activation cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The generator worked for 15 minutes then failed. The procedure was completed with other instruments.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the generator to resolve the error issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The generator was placed on an in-house system and was run in normal mode. On startup, the iesu displayed a c-34 error.